Event description:
It was reported that during an implantation procedure, the left ventricular (lv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms. The lv lead was re-inserted two different times, but the impedance remained out-of-range at 2600 ohms. The cardiac resynchronization therapy pacemaker (crt-p) system remains in service. No adverse patient effects were reported.